Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance. Diagnostic testing/troubleshooting was performed, and the patient will be monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was variable. Analyst commented, impedances have been variable beginning (B)(6) 2014, ranging from 1064 ohms down to 418 ohms. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076 lead, implanted: (B)(6) 2010. (B)(4).